Manufacturer narrative:
No complaint was received with the return of the device. As received, only the distal portion of the lead was returned in one piece for analysis. Failure event observed during analysis. Final analysis found two external insulation abrasions consistent with friction to the device can. Further information was requested, but not provided.

Event description:
This report is to advise of an event observed during analysis.